Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a fractured femoral head. Intra-operatively, the head was observed to be broken into several pieces and the liner was damaged. Surgeon reported the patient had had a fall one month prior. The head and liner were revised. Rep reported that pictures can be provided, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding damage involving a trident liner was reported. The event was confirmed through clinician review of the provided medical records. Method & results: product evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation related to pi including the product inquiry summary and an ap x-ray of a right total hip. The event description from the product inquiries summary states: it was reported that the patient's right hip was revised due to a fractured femoral head. Intra-operatively, the head was observed to be broken into several pieces and the liner was damaged. Surgeon reported the patient had a fall one month prior. The head and liner were revised. Rep reported that pictures can be provided, and confirmed that no further information will be released by the hospital or surgeon. The ap x-ray demonstrates a pressfit tha. The femoral head has fractured in to multiple pieces. There is no evidence of component loosening or other mechanical complication. Fracture of the orosthetic femoral head is confirmed. The root cause for this complication cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review documentation related to pi including the product inquiry summary and an ap x-ray of a right total hip. The event description from the product inquiries summary states: it was reported that the patient's right hip was revised due to a fractured femoral head. Intra-operatively, the head was observed to be broken into several pieces and the liner was damaged. Surgeon reported the patient had a fall one month prior. The head and liner were revised. Rep reported that pictures can be provided, and confirmed that no further information will be released by the hospital or surgeon. The ap x-ray demonstrates a pressfit tha. The femoral head has fractured in to multiple pieces. There is no evidence of component loosening or other mechanical complication. Fracture of the orosthetic femoral head is confirmed. The root cause for this complication cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to a fractured femoral head. Intra-operatively, the head was observed to be broken into several pieces and the liner was damaged. Surgeon reported the patient had a fall one month prior. The head and liner were revised. Rep reported that pictures can be provided, and confirmed that no further information will be released by the hospital or surgeon.